Manufacturer narrative:
Device evaluated by manufacturer: the manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID#: 2134265-2017-10720, 2134265-2017-10722, 2134265-2017-10721. It was reported that the patient experienced an allergic reaction. The patient received 2 wallstent® endoprosthesis stents (16x90/9fr: left exterior iliac vein, 18x90/10fr: left common iliac vein) in (B)(6) 2017. During the procedure it was noticed the patient was extremely allergic to contrast and was given steroids. In (B)(6) 2017, 2 wallstent® endoprosthesis stents (16x90/9fr and 16x90/9fr) were implanted in the right exterior iliac vein. During the procedure the patient had a reaction to plavix so the patient was given a dose of heparin. When the patient left the office, post procedure of the right exterior iliac vein, the patient started to feel nauseous and had extreme pain that was noted to feel like a kidney stone. The patient referred back to the physician and was told that she received a lot of anesthesia. The patient's vascular surgeon stated ¿they did everything that they were supposed to do¿. The patient¿s vascular surgeon referred her back to her primary care physician. The primary care physician stated the patient was now experiencing hives everywhere, purple dots and itchy hands. The patient had not taken any medication as she stated she was very nauseous and had a metal taste in her mouth. The patient was given a steroid shot which was extremely painful. After approximately an hour or more, the patient took a step and felt a "twinging" in her groin and immediately began to break out in hives with itching and bruising. The patient has also reported issues with lips and tongue swelling. The patient has not received any further treatment as a result of the reaction and has not reported any further patient complications.